Event description:
The report received from the registry indicates that approximately four months post index procedure the pt suffered an event of cardiogenic shock. The pt was hospitalized with chest pain. Troponin was negative. Stress test was negative and there were no new ECG changes. A coronary angiogram was not performed. This event was reported as unlikely related to the index procedure and device.

Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the procedure was stable angina pectoris. The target lesion was the left main (unprotected). Reference vessel diameter was 2.75mm and lesion length was 18mm. Pre-procedure diameter stenosis was 90% and zero percent post procedure. Timi flow pre and post procedure is unk. The lesion was denovo, of smooth contour, concentric without thrombus, with little to no calcification and readily accessible at proximal segment. Lesion classifications was type b2. Predilatation was performed using a 2.5x15mm balloon at 8atms. A stent was deployed at 16 atms. Post dilatation was performed using a 3.012mm balloon at 20 atms. Ivus was not used. The pt was discharged on 100mg aspirin, 75mg clopidogrel, statins, lipid lowering drugs, and beta-blockers. At one and six month follow-up the pt was asymptomatic and complaint with antiplatelet regimen. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.